Event description:
As reported by the user facility to the sales representative: nurse manager reported that after the venipuncture, the stylet was removed, the safety feature failed to deploy and the nurse was stuck with stylet. The facility protocol was followed and the nurse was sent to their industrial workers comp clinic. Blood was drawn from the patient who received the venipuncture.